Event description:
A cartridge change error was reported with the pump, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support guided the customer through inspecting and cleaning the pump's cartridge area, which included using an alcohol wipe to remove debris from the pneumatic tap. The customer successfully completed the cartridge loading process and was able to resume insulin delivery.